Manufacturer narrative:
MFR's report date 7/7/98 file # 04-98-119 user facility had initially reported that a death had resulted from this event. Additional info provided to the MFR from user facility now indicates that no death occurred nor any injury to the pt resulted from this event. Corrections made to the MFR's report section b-1,3 g-1, h-1.

Event description:
It was reported that an overinfusion occurred and that the pt died. It is unk at this time why the pt died. No further info was provided.